Event description:
It was reported that the patient underwent a procedure for implant of artificial cervical disc at c6-c7. At 48 months post-op the patient films revealed the prosthesis to be in good position although bone growth is noted posterior to the disc. Pt. Has no listhesis with flexion or extension or lateral flexion. Pt. Is asymptomatic. At 64 months post-op, x-rays reveal what appears to be a solid fusion at the operation site, c6-7. Pt. Has no movement at that segment, flexion, extension or lateral flexion although remaining levels appear to have normal function.

Manufacturer narrative:
(B)(4): neither device nor applicable imaging studies were returned to the manufacturer.